Manufacturer narrative:
(B)(4) (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2007 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012 an additional procedure was performed whereby explant of the alleged gore device was performed. The complaint alleges that on (B)(6) 2012 an additional procedure was performed whereby explant of the alleged gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, intermittent bowel obstruction, abdominal wall abscess, adhesions, small bowel resection, mesh infection, wound vac placement, multiple hernia recurrences, multiple partial mesh removal surgeries. Additional event specific information was not provided.

Manufacturer narrative:
213 corrected results code for manufacturing evaluation. Conclusion code remains unchanged. Added results code 2 - pending completion of sterilization evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 5/24/2005, including records detailing the origin of the ¿ventral incisional hernia¿ mentioned in the 5/24/2005 records, were not provided. Operative notes dated (B)(6) 2005 indicate the patient underwent ventral incisional herniorrhaphy and hernia repair using a permacol mesh (non-gore device). Postoperative diagnoses are noted as ¿1. Ventral incisional hernia, incarcerated, recurrent. 2. Incarcerated small bowel and omentum.¿ the 5/24/2005 operative report states: ¿incision was made through the old herniorrhaphy incision in the periumbilical region. We would palpate the hernia through the copious subcutaneous fat. We dissected down to the hernia sac. We then carried the dissection down to the fascia. The hernia sac was found to be loculated and had various areas with small bowel and omentum. We went to the more cranial end of the hernia sac and I was able to enter the sac there and get my finger in the peritoneal cavity. Very gradually we opened the hernia sac compartments as we could separate these from omentum and from bowel.¿ the 5/24/2005 operative records state: ¿we were able to finally resect the sac right off the margin of the fascia. There was no saving this hernia sac for separation between the bowel and the mesh since this hernia sac was quite attenuated and multiloculated and had multiple incarcerations of small bowel and omentum. By the time we freed up all these structures the hernia sac was in many parts. The omentum was very redundant and had become quite unhealthy probably from prolonged incarceration. This was resected in a fairly copious amount. Clamps and vicryl ties were used for hemostasis. We finally were able to reduce the bowel and residual omentum just fine. We were able to free a good margin of the fascia from any adhesions. We freshened the fascial margin just a little bit in places where it was quite attenuated. We found that when we finished we had about a 7 to 8 cm diameter defect. This has already been repaired once without mesh and obviously had recurred.¿ the 5/24/2005 operative notes continue: ¿I placed allis clamps on the margin of the fascia and tried to approximate it transversely and longitudinally and neither way would allow the fascial margins to approximate without a lot of tension. We therefore knew mesh placement would be necessary. I elected in this incarcerated patient to use the permacol mesh [non-gore device] which is porcine derived collagen tissue. We prepared it appropriately and then I sutured in place behind the fascia with fascial overlap using interrupted horizontal mattress o pds stitches placed circumferentially around the margin of the hernia. We passed the mattress stitch through the fascia first and then in-and-out through the mesh and then back up through the fascia such that the mesh lay smoothly underneath the edge of the fascia. The mesh appeared good. We checked our hemostasis. We closed the wound with clips.¿ records between 2005 and 2007 were not provided. Operative records dated 11/8/2007 indicate the patient underwent ¿ventral incisional hernia repair open, aborted laparoscopic technique, two hour lysis of adhesions.¿ postoperative diagnoses state: ¿1. Recurrent ventral incisional hernia (recurrent times two with porcine dermis mesh placed on the last emergency hernia repair). 2. Multi-defect hernia in the periumbilical region. 3. Hernia in the epigastrium at the medial portion of the old open gallbladder incision. 4. Extensive adhesions of the bowel.¿ the 11/8/2007 records state: ¿we entered the abdomen using the 5 mm nonbladed port and the optiview system in the left upper quadrant and midclavicular area. The abdomen was insufflated. A look about the abdomen revealed extensive midline adhesions and also adhesions in the right upper quadrant related to the old gallbladder surgery. We placed two more 5 mm ports in the left side of the abdomen and began the lysis of adhesions. We spent a long time lysing adhesions and were initially feeling that we would be successful but we found that small bowel was intimately attached to the old porcine mesh. Not only where there intimate attachments but there were herniations around the mesh up into multiple defects into the fascia such that we could not dissected these out without damaging the bowel. Finally we gave up on the laparoscopic approach. The abdomen was desufflated and ports were removed. We converted to an open approach.¿ the 11/8/2007 operative report continues: ¿a midline abdominal incision was made through the old incision and continued cranially. We carried the incision all the way from the upper hernia at the medial portion of the old gallbladder incision to just below the umbilicus. Subcutaneous tissue was divided. The fascia was opened and we spent a long time dissecting multiple loops of bowel from the multiple defects in the fascia. We then spent a considerable time dividing adhesions between the bowel loops in order to straighten the small bowel from multiple acute angle kinks. We then inspected the small bowel three times from the ligament of treitz to the ileocecal valve to make sure there was no small bowel injury and there was no transmural injury anywhere and in fact except for a few shallow serosal injuries we had no injuries in the bowel. All told two hours were spent lysing adhesions on the small bowel¿ the 11/8/2007 records state: ¿finally then we freshened the fascial margins. By the time small bowel lysis of adhesions was carried out there was really no peritoneum so I could not create a layer between the bowel and the mesh that would be placed. We therefore chose a dual sided gore-tex mesh or dual mesh with the smooth side down toward the bowel. We chose a 20 cm x 30 cm piece of mesh and tailored the mesh appropriately. We began by placing the upper abdominal stitches first. We used o prolene horizontal mattress stitches closely spaced to put the mesh in place. We used just the appropriate amount of tension on the mesh such that we really had a no-tension repair but the mesh was flat across the abdomen. We then placed a 19 blake drain in the subcutaneous tissues and brought it out a separate stab wound and then later placed it closed bulb suction. We secured it to skin with silk. We closed the subcutaneous tissue with a continuous vicryl stitch and we closed all skin incisions with clips.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp07/04748963) was used during the procedure. Operative records dated 10/24/2008 indicate the patient underwent ventral hernia repair with a ventralex prosthesis (non-gore device). The records state: ¿she had had at least two operations for ventral hernia, one when a biologic agent was used because of gut involvement, and then subsequently later on a dual mesh was used. Now, she has a recurrence that is causing intermittent obstruction and it is at the level of the iliac crest you can see on CT scan and it is easy to feel on exam. At this point, I think we will just fix that hole itself. She is a morbidly obese patient. The abdomen was prepped and draped, a transverse incision was made over the area of the hernia and carried down to the hernia sac, which was then opened up and the small bowel was then dissected from the fascial edges. Then I used a medium ventralex prosthesis and put is subfascial and into the dual mesh as well, and this was sewn into the edges with prolene suture. The attenuated fascia was closed over the top of the ventralex prosthesis. Subcu was made hemostatic and closed with 3-0 vicryl. Skin was closed with 4-0 monocryl.¿ there is no mention of infection and no mention of device removal. Records between 2008 and 2012 were not provided. Operative records dated 5/24/2012 indicate the patient underwent: ¿1. Incision and drainage of abdominal wall abscess. 2. Removal of infected mesh of the abdominal wall. 3. Laparotomy.¿ postoperative diagnoses are noted as incisional hernia mesh infection, type 2 diabetes, and morbid obesity.¿ the 5/24/2012 records state the patient ¿¿was transferred here from st. Bernard's regional medical center due to an infected mesh from previous incisional hernia repair. Again, this is a morbidly obese female who has had at least two previous incisional hernia repairs. The patient at this time has had a CT scan that was done at st. Bernard's. This film has been reviewed with the radiologist here as well as myself. I have had a long discussion with the patient concerning risks, benefits and options associated with mesh removal as well as potential dangers of bleeding, infection, bowel injury as well as the possibility of this being an enterocutaneous fistula.¿ records of the CT scan performed in 2012 were not provided. The 5/24/2012 operative report states: ¿a midline laparotomy-type incision was then made. Dissection was then performed down to the abscess. The abscess was unroofed. There was a great deal of purulence within this area. Cultures were obtained. Dissection was then performed down to the mesh involved in the infection. It appeared that this was centered over the ventralex mesh. The ventralex mesh was easily removed using sharp dissection technique to dissect the mesh and cut sutures that were holding the mesh in place. This was submitted to pathology labeled ventralex mesh. The gore-tex mesh was then dissected free from surrounding tissue. Again, approximately 60% of the mesh was involved in the infection. This was overlying the area that had some fluid underneath it. Dissection was then performed sharply to take the mesh back to where it was fully incorporated. Again, at this point, I was within the abdominal cavity. Attempt at dissecting free the surrounding mesh to remove the entire gore-tex mesh was attempted, however, due to the fact that the mesh was fully incorporated, I felt that this would endanger the patient further than trying to completely remove the mesh. At this point, the wound was then irrigated with antibiotic irrigation and a wet-to-dry kerlix was then applied to the wound.¿ a culture report of the culture specimens collected during the 5/24/2012 procedure were not provided. A surgical pathology report dated 5/29/2012 regarding specimens collected 5/24/2012 indicate the following were received for evaluation: ¿a) abdominal mesh ¿ goretex dual mesh (corduroy). B) abdominal mesh ¿ ventralex.¿ regarding specimen a, the records state: ¿received is a container of formalin labeled "¿¿abdominal mesh ¿ goretex dual (corduory)¿. Received in the container are two pieces of goretex mesh material meshing 7.9 to 8.1 cm in greatest dimensions with aggregate dimensions of 8.1 x 6.2 x 0.1 cm. Adherent to the largest piece of goretex is tan soft tissue measuring 3.9 x l.1 x 0.6 cm in maximum dimensions. Representative sections of the adherent tissue are submitted in cassette a. The goretex material is retained in the original container.¿ the 5/29/2012 surgical pathology report states regarding specimen b: ¿ ¿¿abdominal mesh ¿ ventralex¿. Received in the container is a discoid segment of mesh material measuring 6.0 cm in diameter with a thickness of0.2 cm. There is adherent tan soft tissue in an area measuring 0.3 to 0.6 cm in greatest dimensions. A representative sample of the soft tissue is submitted in cassette b. The mesh material is retained in the original container.¿ the 5/29/2012 surgical pathology report provides the following diagnoses: ¿a) abdominal mesh: goretex dual mesh (corduroy) with scarring and acute inflammation in the attached soft tissue. B) abdominal mesh: ventralex mesh with scarring and acute and chronic inflammation in the attached soft tissue.¿ operative records dated 7/19/2012 indicate the patient underwent the following procedures: ¿1. Exploratory laparotomy. 2. Small bowel resection. 3. Removal of mesh. 4. Appendectomy. 5. Lysis of adhesions for approximately 60 minutes total time. 6. Right adnexa l mass removal. 7. Temporary abdominal closure.¿ postoperative diagnoses state: ¿1. Small bowel obstruction. 2. Incarcerated incisional hernia. 3. Morbid obesity.¿ the 7/19/2012 records state: ¿this is a 63-year-old female that's bmi is greater than 40. The patient presented to the hospital approximately three to four weeks ago with infected mesh. The mesh was not incorporated, was removed, as well as a complete removal of the ventralex mesh. Due to the fact that the patient had such a great deal of wound contamination as well as drainage. The patient only had removal of the mesh that was necessary without repair of the hernia. The patient ultimately was discharged home after having a wound vac in place for approximately 1.5 to 2 weeks. The patient was doing well with wet-to-dry dressing changes and then represented to the hospital with a wound infection. The patient's wound infection improved with antibiotics and the patient was subsequently discharged home. The patient represented to the hospital with a small bowel obstruction. On exam the patient has a partial small bowel obstruction. The bowel obstruction did not resolve with medical therapy and at this time the patient requires surgery.¿ the 7/19/2012 operative report states: ¿at this point, an incision was made essentially from the xiphoid process to the lower portion of her pannus. Dissection around the hernia itself was performed. Blunt dissection down to the level of the fascia was performed. Again there was a great deal of edema within the hernia sac. There were multiple hernias found up and down the fascial line along with multiple eventrations of omentum. Entrance into the peritoneal cavity was performed in the upper portion of the incision and under direct visualization dissection was then performed inferiorly into the peritoneal cavity including the hernia defects to relieve the obstruction. The bowel was in the large hernia sac that was causing him destruction was found to be viable but very dusky in appearance and due to multiple adhesions into the sac a great deal of small bowel had to be resected. A segment of approximately 3 foot of small bowel was removed along with the hernia sac along with the mesh that was incorporated and not infected at this point. Again, attempt was made to remove almost all the mesh that was still present. However, there was still some that was very firmly incorporated that was not removed.¿ the 7/19/2012 operative report continues: ¿again, the umbilicus was removed in this portion of the dissection. After resecting the small bowel anastomosis was created using a staple method side-to-side. The mesenteric rent was then closed using a 3-0 vicryl suture. Found within the time of lysis of adhesions was a right adnexal mass. This area was dissected. This mass was found to be approximately 4 x 3 cm in size and was cystic in nature. It was resected using sharp dissection technique as well as a tie ligature to the base of the adnexal mass. This was submitted as adnexal mass to pathology. Also due to the fact that the patient had an abnormal appearing appendix, the appendix was removed. The dissection was carried forth to dissect to the level of the mesoappendix at the base of the cecum. A window was then developed. The mesoappendix was taken down using the harmonic scalpel. The appendix was then divided using the firing of a gia stapler.¿ the 7/19/2012 operative notes state: ¿after completion of the appendectomy, the abdomen was irrigated with copious amounts of irrigation containing antibiotics within it. A hernia sac was also removed from the abdominal wall and submitted as a specimen labeled hernia sac. Due to the fascial defect and the large nature of the patient, a temporary abdominal closure was then performed. A partial closure of the fascia was performed using #2 vicryl. Due to the fact of loss of the main type of hernia with this particular patient, we felt that closing any more of the fascia would potentially cause a compartment syndrome. The temporary abdominal closure was performed usin9 a mesenteric fish that was placed in the abdomen. On top of this was laid the largest wound vac that we have available. Due to the fact there was still space surrounding the wound vac, a single lap sponge was placed above the level of the fascia. The wound vac apparatus tegaderms were too small for the size wound we had due to the patient's large nature. Therefore, the largest ioban was then used as the occlusive coverage. Incision was then made into the ioban and then the suction apparatus was then attached.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
Previous patient codes (2240, 1994, 2422, 1690, 1695, 3191 used for ¿wound vac placement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span may 23, 2005, through july 11, 2018, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from november 8, 2008, through may 22, 2012; from july 19, 2012, through november 17, 2017, were not provided. Patient information: medical history: diabetes mellitus and hypertension. Obesity. ­ (B)(6) 2005: 329 lbs; bmi 56.5, ­ (B)(6) 2007: 256 lbs; bmi 43.9, ­ (B)(6) 2008: 282 lbs; bmi 48.4, ­ (B)(6) 2008: 286 lbs; bmi 49.1, ­ (B)(6) 2010: 312 lbs; bmi 53.6, and ­ (B)(6) 2012: 315 lbs; bmi 54.2. Hypothyroidism, bowel obstruction, congenital hernia, multiple recurrent hernias, gastroesophageal reflux disease, and irritable bowel syndrome. Prior surgical procedures: 2003: emergent umbilical hernia repair. (B)(6) 2005: cholecystectomy, tubal ligation. (B)(6) 2005: ventral incisional herniorrhaphy with permacol mesh. Implant preoperative complaints: (B)(6) 2007: ¿trying to lose weight so can get ventral hernia repaired. Did weigh 329 at one point, 300 is high weight since we have known her. Had incarcerated hernia twice, repaired last time permacol mesh but didn¿t do our best job, incarcerated with bowel out the wound, needs elective repair with large piece of mesh. Reducible tender hernia in umbilical and supraumbilical area. Huge panniculus and protrusion of abdominal wall based on obesity for many years. Well-healed right upper quadrant incision, tubal ligation incision where whole problem began. Don¿t think any hernia out in panniculus. Never had surgery in that area, hopeful no extension of hernia into that area.¿ (B)(6) 2007: ER [emergency room] visit: ¿trying to lose weight so can get ventral hernia repaired. Did weigh 329 at one point, 300 is high weight since we have known her. Had incarcerated hernia twice, repaired last time permacol mesh but didn¿t do our best job, incarcerated with bowel out the wound, needs elective repair with large piece of mesh. Reducible tender hernia in umbilical and supraumbilical area. Huge panniculus and protrusion of abdominal wall based on obesity for many years. Well-healed right upper quadrant incision, tubal ligation incision where whole problem began. Don¿t think any hernia out in panniculus. Never had surgery in that area, hopeful no extension of hernia into that area.¿ ¿very overweight, no acute distress, obvious moderate discomfort from pain. Abdomen: normal bs, soft, moderate tenderness lower abdomen over hernias, 4 cm palpable hernia unable to reduce. Md note: after IV analgesia, midline ventral abdominal hernia reduced without difficulty. Abdomen diffusely sore, nothing localized now.¿ implant procedure: ventral incisional hernia repair open, aborted laparoscopic technique, two hour lysis of adhesions. Implant: gore® dualmesh® plus biomaterial (04748963/1dlmcp07) 20 cm x 30cm. Implant date: (B)(6) 2007 [hospitalization dates unknown]. Description of hernia being treated: ¿a look about the abdomen revealed extensive midline adhesions and also adhesions in the right upper quadrant related to the old gallbladder surgery. We placed two more 5 mm ports in the left side of the abdomen and began the lysis of adhesions. We spent a long time lysing adhesions and were initially feeling that we would be successful but we found that small bowel was intimately attached to the old porcine mesh. Not only where their intimate attachments but there were herniations around the mesh up into multiple defects into the fascia such that we could not dissected these out without damaging the bowel. Finally, we gave up on the laparoscopic approach. The abdomen was desufflated and ports were removed. We converted to an open approach. Midline abdominal incision was made through the old incision and continued cranially. We carried the incision all the way from the upper hernia at the medial portion of the old gallbladder incision to just below the umbilicus. Subcutaneous tissue was divided. The fascia was opened and we spent a long time dissecting multiple loops of bowel from the multiple defects in the fascia. We then spent a considerable time dividing adhesions between the bowel loops in order to straighten the small bowel from multiple acute angle kinks. We then inspected the small bowel three times from the ligament of treitz to the ileocecal valve to make sure there was no small bowel injury and there was no transmural injury anywhere and in fact except for a few shallow serosal injuries we had no injuries in the bowel. All told two hours were spent lysing adhesions on the small bowel. Finally, then we freshened the fascial margins. By the time small bowel lysis of adhesions was carried out there was really no peritoneum so I could not create a layer between the bowel and the mesh that would be placed. We therefore chose a dual sided gore-tex mesh or dual mesh with the smooth side down toward the bowel.¿ implant size and fixation: ¿we chose a 20 cm x 30 cm piece of mesh and tailored the mesh appropriately. We began by placing the upper abdominal stitches first. We used 0 prolene horizontal mattress stitches closely spaced to put the mesh in place. We used just the appropriate amount of tension on the mesh such that we really had a no-tension repair but the mesh was flat across the abdomen. We then placed a 19 blake drain in the subcutaneous tissues and brought it out a separate stab wound and then later placed it closed bulb suction. We secured it to skin with silk. We closed the subcutaneous tissue with a continuous vicryl stitch and we closed all skin incisions with clips.¿ post-operative period: [five days]. (B)(6) 2007: discharge summary: ¿to operating room, general anesthesia underwent ventral incisional hernia repair, open, aborted laparoscopic, 2 hours of lysis of adhesions. Postoperatively, slow progress. Remained afebrile. Second postop day not passing flatus, but out of bed. Third postop day, did pass flatus, diet advanced liquids. Fourth postop day, afebrile. Abdomen soft. Having bowel movements. Jp output serous. Tolerating liquids, advanced to soft diet. Fifth postop day, doing well. Up with assistance. Incision healing without inflammation or infection. Instructed how to empty jp [jackson-pratt] drain, recompress for suction.¿ relevant medical information: (B)(6) 2008: ER visit: ¿complains of nausea, vomiting started 0400, getting worse. Unable to hold anything. Pain all across abd [abdomen]. Denies sick contacts. Not eaten anything today. Pain is diffuse and was constant but started waxing and waning. Not hurting at time of interview. Nothing worsens, improves pain.¿ ¿normal bs [bowel sounds], soft, mild tenderness in diffuse abdomen reproduces pain, no abd masses.¿ (B)(6) 2008: x-ray abdomen: ¿no free air is evident. Bowel gas pattern unremarkable.¿ (B)(6) 2008: ¿evaluation of nausea, vomiting, diarrhea. Severe abdominal pain right side. To ER on (B)(6) 2008 for gastroenteritis, dehydration. Sent home with phenergan, did not improve. To clinic on (B)(6) 2008, mild dehydration, nausea. Continue outpatient treatment with clear liquids. (B)(6) 2008, having diarrhea, vomiting again, continued even though using phenergan and clear liquids. Emesis now brownish in nature. Abdominal pain continues.¿ ¿admitted to hospital for IV [intravenous] hydration and observation.¿ (B)(6) 2008: x-ray abdomen: ¿patient very obese; this limits exam. Some air fluid levels, moderately distended small bowel in mid abdomen present. Some colon gas noted. Stomach not distended.¿ ¿evidence could represent at least partial small bowel obstruction.¿ (B)(6) 2008: discharge summary: ¿gastroenteritis with dehydration. Nonspecific abdominal pain. Irritable bowel syndrome.¿ (B)(6) 2008: colonoscopy and esophagogastroduodenoscopy: ¿esophagus free of tumors, ulcers, varices, or esophagitis. Squamocolumnar junction line intact. Eg junction opened and a 5-cm hiatal hernia. Not on proton pump inhibitor or other antacid agent to my knowledge and yet distal portion of esophagus appears unremarkable despite opportunity for reflux. Stomach free of tumors, ulcers, or varices, but diffuse gastritis may have been a little atrophic in nature. Erythema on gastric wall in distal half and possibly atrophy of rugal fold. Pylorus pliable and scope passed into normal appearing duodenal bulb and loop.¿ ¿did have to place on her back and provide abdominal palpation for complete intubation of cecum. No neoplasms or other tumors. No other arteriovenous malformations. No colitis. Did not see any significant diverticulosis. Bowel desufflated upon withdrawal. Not found recent [sic] for abdominal pain nor for gastroenteritis symptoms.¿ (B)(6) 2008: CT abdomen/pelvis: ¿mid-small bowel obstruction, secondary to incarceration of loop of small bowel lateral to left inferior edge of periumbilical ventral hernia repair mesh. Small ventral hernias containing omental fat and non-obstructed small bowel.¿ (B)(6) 2008: ¿small bowel obstruction. Incisional hernia. Plan: admitted for surgical consultation.¿ (B)(6) 2008: discharge summary: ¿incisional hernia tendency to incarcerate. Additional diagnosis: hiatal hernia, bmi 47.8. Condition on discharge: improved. Follow-up dr. (B)(6), planned incisional hernia repair.¿ (B)(6) 2008: ventral hernia repair with a ventralex prosthesis ­ ¿she had had at least two operations for ventral hernia, one when a biologic agent was used because of gut involvement, and then subsequently later on a dual mesh was used. Now, she has a recurrence that is causing intermittent obstruction and it is at the level of the iliac crest you can see on CT scan and it is easy to feel on exam. At this point, I think we will just fix that hole itself. She is a morbidly obese patient.¿ ­ ¿the abdomen was prepped and draped, a transverse incision was made over the area of the hernia and carried down to the hernia sac, which was then opened up and the small bowel was then dissected from the fascial edges. Then I used a medium ventralex prosthesis and put is [sic] subfascial and into the dual mesh as well, and this was sewn into the edges with prolene suture. The attenuated fascia was closed over the top of the ventralex prosthesis. Subcu [subcutaneous] was made hemostatic and closed with 3-0 vicryl. Skin was closed with 4-0 monocryl.¿ ­ records indicate a non-gore device was implanted during the 10/24/08 procedure. (B)(6) 2008: ER visit: ¿this morning felt like she had water on her pants in the area of the wound. Clear drainage from wound. No bleeding, pain, no wound disruption. Exam: abdomen; normal bs, soft, no tenderness. Lower abdomen has 10 cm horizontal linear incision, appears to be healing normally. 1 cm area mild drainage, clear fluid. Will bandage wound.¿ partial explant #1 preoperative complaints: (B)(6) 2012: ¿evaluation open wound, large red nodule mid abdomen two weeks ago, started draining. Abdominal pain.¿ ¿abdomen; mild to moderate tenderness mid abdomen and surgical incisions. Wound in middle of abdomen length, width and depth of 0.8 cm x 1.1 cm x 0.4 cm. Undermining of 0.3 cm from 12 to 3:00 o¿clock and 4 cm at 4:00 o¿clock. Large amount of purulent drainage, feculent odor. Hard area tender in area of opening about 15 cm x 15 cm. No guarding or rebound. Positive bowel sounds.¿ (B)(6) 2012: history and physical: ¿referred from wound clinic for abdominal abscess wound with drainage. Concerned patient had bowel cutaneous fistula. Developed a week ago. Episodes of coughing, following coughing developed outpouching of abdominal wall. Developed drainage from opening in abdominal wall gray to brown in color, foul smelling. Large amount that came out, enough that it fell to floor. Reports slimy and sticky. Continued drainage from opening. Reports opening in abdominal wall was initially dime size and thinks it decreased in size over past week. No fever or abdominal pain. Mild nausea. Saw dr. (B)(6) the day this started a week ago, started on bactrim. Has sulfa allergy taken bactrim for past week without side effect. Recently dx diabetes mellitus type 2.¿ ¿findings worsen for cutaneous fistula at previous ventral hernia site versus development of abdominal wall abscess.¿ (B)(6) 2012: CT abdomen/pelvis: ¿large anterior abdominal wall fluid collection with air-fluid level most consistent with anterior abdominal wall abscess adjacent to previous mesh. Question of extension of fluid collection to skin surface at its inferior aspect. Recurrent anterior abdominal wall hernia with herniated small bowel loops inferolateral to the mesh. No bowel obstruction identified.¿ (B)(6) 2012: surgical consultation: ¿infection has spontaneously drained approximately a week ago. Related to underlying ventral hernia prosthetic. Concern about whether enterocutaneous fistula, but I do not think that is what this represents. Explained significance of prosthetic infection will need to be removed will require at least one, perhaps more than one, operation.¿ (B)(6) 2012: discharge summary: ¿CT abdomen done, no fistula, shows 7.5 cm x 4.84 cm x 12 cm air/fluid field mass in anterior abdomen, anterior to mesh. Cultured, started on flagyl, vancomycin. Wbc on admission was 13,000. Afebrile. Surgical consult dr. (B)(6). Noted drainage of abscess, will likely require surgery with mesh retrieval for abscess to heal. Under care of dr. (B)(6), requested transfer to their care at (B)(6) today.¿ partial explant #1 procedure: incision and drainage of abdominal wall abscess. Removal of infected mesh of the abdominal wall. Laparotomy. Partial explant #1 date: (B)(6) 2012 [hospitalization dates unknown] ¿a midline laparotomy-type incision was then made. Dissection was then performed down to the abscess. The abscess was unroofed. There was a great deal of purulence within this area. Cultures were obtained. Dissection was then performed down to the mesh involved in the infection. It appeared that this was centered over the ventralex mesh. The ventralex mesh was easily removed using sharp dissection technique to dissect the mesh and cut sutures that were holding the mesh in place. This was submitted to pathology labeled ventralex mesh. The gore-tex mesh was then dissected free from surrounding tissue. Again, approximately 60% of the mesh was involved in the infection. This was overlying the area that had some fluid underneath it. Dissection was then performed sharply to take the mesh back to where it was fully incorporated. Again, at this point, I was within the abdominal cavity. Attempt at dissecting free the surrounding mesh to remove the entire gore-tex mesh was attempted, however, due to the fact that the mesh was fully incorporated, I felt that this would endanger the patient further than trying to completely remove the mesh. At this point, the wound was then irrigated with antibiotic irrigation and a wet-to-dry kerlix was then applied to the wound.¿ culture reports of the specimens obtained during the (B)(6) 2012 procedure were not provided. Relevant medical information: (B)(6) 2012: pathology: ¿a) abdominal mesh ¿goretex dual mesh (corduroy).¿ ¿received is a container of formalin labeled ¿...abdominal mesh ¿goretex dual (corduory)¿. Received in the container are two pieces of goretex mesh material meshing 7.9 to 8.1 cm in greatest dimensions with aggregate dimensions of 8.1 x 6.2 x 0.1 cm¿ partial explant #2 preoperative complaints: (B)(6) 2012: ¿this is a 63-year-old female that's bmi is greater than 40. The patient presented to the hospital approximately three to four weeks ago with infected mesh. The mesh was not incorporated, was removed, as well as a complete removal of the ventralex mesh. Due to the fact that the patient had such a great deal of wound contamination as well as drainage. The patient only had removal of the mesh that was necessary without repair of the hernia. The patient ultimately was discharged home after having a wound vac in place for approximately 1.5 to 2 weeks. The patient was doing well with wet-to-dry dressing changes and then represented to the hospital with a wound infection. The patient's wound infection improved with antibiotics and the patient was subsequently discharged home. The patient represented [sic] to the hospital with a small bowel obstruction. On exam the patient has a partial small bowel obstruction. The bowel obstruction did not resolve with medical therapy and at this time the patient requires surgery.¿ partial explant #2 procedure: exploratory laparotomy. Small bowel resection. Removal of mesh. Appendectomy. Lysis of adhesions for approximately 60 minutes total time. Right adnexal mass removal. Temporary abdominal closure. Partial explant #2 date: (B)(6) 2012 [hospitalization dates unknown] ¿at this point, an incision was made essentially from the xiphoid process to the lower portion of her pannus. Dissection around the hernia itself was performed. Blunt dissection down to the level of the fascia was performed. Again, there was a great deal of edema within the hernia sac. There were multiple hernias found up and down the fascial line along with multiple eventrations of omentum. Entrance into the peritoneal cavity was performed in the upper portion of the incision and under direct visualization dissection was then performed inferiorly into the peritoneal cavity including the hernia defects to relieve the obstruction. The bowel was in the large hernia sac that was causing him [sic] destruction [sic] was found to be viable but very dusky in appearance and due to multiple adhesions into the sac a great deal of small bowel had to be resected. A segment of approximately 3 foot of small bowel was removed along with the hernia sac along with the mesh that was incorporated and not infected at this point. Again, attempt was made to remove almost all the mesh that was still present. However, there was still some that was very firmly incorporated that was not removed.¿ relevant medical information: (B)(6) 2017: ER visit: ¿the patient is a 69 y.o. [Year old] female who presents with acute onset cp [chest pain] w/o [without] radiation. Cp associated with nausea and sob [shotness of breath]. She was start on abx [antibiotics] for abd wound and had nausea due to abx, but this is different.¿ ¿abdomen: soft, nontender, nondistended, bowel sounds active all four quadrants and previous surgicasl [sic] scars, abd wall erythema? Abscess.¿ (B)(6) 2017: ¿she [sic] mrsa [methicillin resistant staphylococcus aureus] of wound in her stomach after several surgeries for infected mesh.¿ (B)(6) 2017: CT chest/abdomen/pelvis: ¿change noted is extensive postsurgical changes in the anterior abdominal wall. An 8 x 12 x 12 cm low attenuating fluid collection is seen within the lower anterior abdominal wall subcutaneous tissue just to the right of midline probably reflecting a seroma. Calcifications along the posterior wall of this fluid collection to represent dystrophic calcifications related to extensive postsurgical changes. There is a large wide mouth anterior abdominal wall hernia extending from midline to the left which contains multiple loops of colon and small bowel. Large amount of stool is noted throughout the colon. No bowel obstruction. No intra-abdominal free air, free fluid, or mass.¿ (B)(6) 2017: CT abdomen/pelvis: ¿there is a wide opening to the hernia. There is a seroma adjacent to the right side of the lower hernia sac. This seroma has decreased in size. Calcifications associated with it consistent with chronic changes. Seroma measures 9.3 x 3.6 cm in size. Previously it measured 13.4 x 7.9 cm in size. There are postoperative changes in the left adnexal region. There are postoperative changes adjacent to the cecum. The appendix is not identified. No bowel obstruction or free fluid.¿ (B)(6) 2017: surgical consult: ¿the patient has what appears to be an abdominal wall abscess that has drained recently. This is to the right of midline. There is no surrounding cellulitis. It appears that things are healing well at this point.¿ (B)(6) 2017: ¿abdominal abscess culture: no aerobic growth recovered.¿ ¿no organisms seen.¿ ¿culture body fluid w/ stain ¿ culture: no growth to date.¿ (B)(6) 2017: ¿approx [approximately] 5 cm area of induration and erythema with open center draining small amount of purulent drainage with larger firm area palpated below. Unable to express any fluid or pus.¿ (B)(6) 2017: discharge summary: ¿admitted with abdominal wall abscess who had drain placed by general surgery on (B)(6) 2017. Treated with IV vancomycin and metronidazole. Transitioned to oral doxycycline on discharge. She couldn¿t tolerate clindamycin previously and has multiple drug allergies. Her cultures were negative.¿ (B)(6) 2017: ER visit: ¿the patient and husband were told test results and x-ray results the seroma that was present previously is now no longer present. So, the fear that the family was not doing this correctly or taking care of the drain correctly because they were not able to produce any fluid actually was not a malfunction but was a reflection of the resolution of the seroma.¿ (B)(6) 2017: CT abdomen/pelvis: ¿large ventral wall hernia/diastasis with multiple nonobstructed loops of large and small bowel. Adjacent to this hernia there is a percutaneous drain which is correlated with subcutaneous soft tissues. There has been interval resolution of the previously noted collection.¿ (B)(6) 2017: ir [interventional radiology] abscessogram: ¿percutaneous catheter resting in right periumbilical soft tissues. No significant residual fluid collection or abscess.¿ (B)(6) 2018: CT abdomen/pelvis: recurrent fluid collection in the right lateral anterior abdominal wall adjacent to hernia mesh. The collection measure 4.6 x 3.1 x 2.6 cm. Large ventral hernia.¿ (B)(6) 2018: ¿the patient was admitted and placed on IV antibiotics. Hospitalist was consulted to assist with diabetes management. Interventional radiology was consulted. They were able to successfully place an abscess drain on (B)(6) 2018. The patient remained on IV antibiotics over the weekend.¿ (B)(6) 2018: discharge summary: [the patient] ¿is a 69-year-old female with history of an intra-abdominal abscess that was drained by ir in (B)(6) 2017. Her drain was removed on (B)(6) 2018 after a CT scan showed resolution of the abscess. Nine days later she awoke with purulent drainage from her drain site. A repeat CT scan showed a recurrent fluid collection measuring 4.6x3.1x2.6.¿ (B)(6) 2018: CT abdomen/pelvis: ¿percutaneous drainage catheter within the right ventral abdominal wall with resolution of the previous abdominal wall fluid collection.¿ (B)(6) 2018: CT abdomen/pelvis: ¿anterior abdominal wall abscess containing a drainage catheter. There has been no change in the appearance of this since the prior study.¿ ¿large anterior abdominal wall hernia seen in the region of the pelvis with no significant change since the prior study. Large and small bowel loops are located within the hernia sac.¿ (B)(6) 2018: ¿at this time of discussed an excision of the wound in the hopes of trying to get this area to heal. We discussed the possibility of placement of wound vac. We also discussed the possibility of having to remove mesh. The patient is very concerned about having a large surgery done. Again, she is very apprehensive about having surgery at all. At this point the patient has agreed to undergo a local excision of the nonhealing wound.¿ (B)(6) 2018: excision of nonhealing surgical wound on abdominal wall. Placement of wound vac. ­ ¿this is a 69-year-old female that has had multiple mesh infections in the past. She has had removal of a large portion of mesh from her abdominal wall in the past. At this point the patient has had a previous collection drained multiple times. The wound had will not heal from which the percutaneous drain was placed. At this point the patient wants as limited a surgery as possible.¿ ­ ¿the nonhealing wound was then elliptically excised. This was taken down to scar tissue. There was a prolene stitch within the abscess cavity. I was unable to visualize mesh. The cavity was rather small. The area was cultured. The wound was then irrigated with normal saline. A wound vac was then applied in the usual fashion.¿ (B)(6) 2018: wound culture obtained (B)(6) 2018: ¿specimen wound, soft tissue. Culture ¿ no aerobic or anaerobic growth recovered. Gram stain ¿ few wbc¿s [white blood cells] observed, no organisms seen.¿ (B)(6) 2018: ¿pt [patient] here for follow up. She has been wearing her wound vac without difficulty. Her wound is much improved in size and depth today. Wound bed appears to be healthy granulation tissue. Her periwound is very irritated today. She reports having trouble with most adhesives. Today she has an area in a different location-at the top of her old incision that she says in the past it has never fully healed and from time to time it would scab. Today this area is open with boggy tissue beneath.¿ (B)(6) 2018: ¿open abdominal surgical site to the right of her large scar. Wound bed is healthy appearing granulation and base is reasonably firm with good improvement in depth. She has signif [sic] periwound irritation so we will place the vac on hold this week to give her skin a break. If she continues to do well, she may not have to have it replaced. If not, we will replace next week. At the proximal end of her incision, she has a round q-tip sized opening that is filled with some stringy devitalized tissue. Depth appears to be minimal although we did not probe. Will treat devitalized tissue with silver nitrate.¿ (B)(6) 2018: ¿her periwound irritation has improved since we have stopped the vac last week today, she has a bit of slough present to wound bed. Wound measures improved.¿ ¿second wound area at the top of her old incision [sic] (most cephalad) that she says in the past it has never fully healed and from time to time it would scab. Last week the area was open with boggy stringy tissue beneath. This is much improved in size, continues to have a bit of yellow stringy tissue present. Will treat with silver nitrate again this week.¿ (B)(6) 2018: ¿the incisional wound has fully healed today -no drainage, no tenderness. Second wound area at the top of her old incision [sic] (most cephalad) that she says in the past it has never fully healed and from time to time it would scab. Today this is smaller in size with small amount of moist slough present. Dry scab in place initially with moist slough beneath.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus, antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 04748963. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6)2017 indicate the patient was treated in the emergency room and admitted to the hospital for chief complaint of ¿chest pain and shortness of breath¿ and discharged on (B)(6)2017. The records state ¿the patient is a 69 y.o. Female who presents with acute onset cp w/o radiation. Cp associated with nausea and sob. She was start on abx for abd wound and had nausea due to abx, but this is different. Denies fever, chills, cough, congestion, change b/b function. She did have some dizziness w. Standing.¿ the records state: physical exam: ¿abdomen: soft, nontender, nondistended, bowel sounds active all four quadrants. And previous surgicasl [sic] scars, abd wall erythema ? Abscess.¿ medical records dated (B)(6)2017 state: ¿she mrsa of wound in her stomach after several surgeries for infected mesh. She is currently on antibiotics.¿ medical records dated (B)(6)2017 indicate the patient was treated in the emergency room for chief complaint of ¿chest pain¿. CT chest/abdomen/pelvis dated(B)(6)2017 states: ¿change noted is extensive postsurgical changes in the anterior abdominal wall. A 8 x 12 x 12 cm low attenuating fluid collection is seen within the lower anterior abdominal wall subcutaneous tissue just to the right of midline probably reflecting a seroma. Calcifications along the posterior wall of this fluid collection to represent dystrophic calcifications related to extensive postsurgical changes. There is a large wide mouth anterior abdominal wall hernia extending from midline to the left which contains multiple loops of colon and small bowel. Large amount of stool is noted throughout the colon. No bowel obstruction. No intra-abdominal free air, free fluid, or mass.¿ discharge summary dated (B)(6)2017 indicates patient was admitted to the hospital on (B)(6)2017 with chief complaint of ¿my place on my abdomen is infected again.¿ final diagnosis of abdominal wall abscess, type 2 diabetes mellitus, hypertension. Records indicate the patient underwent CT guided abdominal seroma drainage, drainage catheter placement on (B)(6)2017. History/indication: ¿large ventral abdominal hernia with adjacent seroma.¿ the (B)(6)2017 records state: ¿she has a history of multiple abdominal surgeries including 7-8 different hernia repair operations including mesh, removal of mesh, and bowel resection. She has had wound problems of this nature in the past.¿ the records state: ¿¿approx 5 cm area of induration and erythema with open center draining small amount of purulent drainage with larger firm area palpated below. Unable to express any fluid or pus.¿ surgical consult note dated (B)(6)2017 states: ¿the patient has what appears to be a abdominal wall abscess that has drained recently. This is to the right of mid line. There is no surrounding cellulitis. It appears that things are healing well at this point.¿ CT abdomen/pelvis dated (B)(6)2017 states: ¿there is a wide opening to the hernia. There is a seroma adjacent to the right side of the lower hernia sac. This seroma has decreased in size. Calcifications associated with it consistent with chronic changes. Seroma measures 9.3 x 3.6 cm in size. Previously it measured 13.4 x 7.9 cm in size. There are postoperative changes in the left adnexal region. There are postoperative changes adjacent to the cecum. The appendix is not identified. No bowel obstruction or free fluid.¿ culture report, abdomen, dated (B)(6)2017 for specimen collected (B)(6)2017 states: ¿no aerobic growth recovered.¿ discharge summary dated (B)(6)2017 states: hospital course: ¿admitted with abdominal wall abscess who had drain placed by general surgery on (B)(6) 2017. Treated with IV vancomycin and metronidazole. Transitioned to oral doxycycline on discharge. She couldn't tolerate clindamycin previously and has multiple drug allergies. Her cultures were negative. Her diet was advanced and she tolerated this and continued to progress well.¿ culture report dated (B)(6)2017 for a specimen collected (B)(6)2017 states: ¿abdominal abscess culture: no aerobic growth recovered.¿ ¿gram stain: few wbcs observed, morphologically resembling polymorphonuclear cells, no organisms seen.¿ ¿culture body fluld w/staln-culture: no growth to date.¿ medical records dated (B)(6)2017 state patient treated in the emergency room for chief complaint of ¿abdominal pain.¿ the records state: ¿the patient and husband were told test results and x-ray results the seroma that was present previously is now no longer present. So the fear that the family was not doing this correctly or taking care of the drain correctly because they were not able to produce any fluid actually was not a malfunction but was a reflection of the resolution of the seroma. Lab work and CT results otherwise are essentially normal other than some nonobstructing loops of bowel gas in the large and small intestines through a large diastasis. As a result, there is no further intervention that is required.¿ medical records dated (B)(6)2017 state: CT abdomen/pelvis ¿large ventral wall hernia/diastasis with multiple nonobstructed loops of large and small bowel. Adjacent to this hernia there is a percutaneous drain which is correlated with subcutaneous soft tissues. There has been interval resolution of the previously noted collection.¿ medical records dated (B)(6)2017 indicate the patient was seen for ir abscessogram tube check. CT abdomen/pelvis dated (B)(6)2017 states: ¿impression: percutaneous catheter resting in right periumbilical soft tissues. No significant residual fluid collection or abscess.¿ surgical discharge summary dated(B)(6)2018 indicates the patient was admitted to the hospital on (B)(6)2018 for intra-abdominal abscess, s/p abscess drain placement by ir, type 2 diabetes mellitus. The patient ¿is a 69 year old female with history of an intra-abdominal abscess that was drained by ir in (B)(6) 2017. Her drain was removed on january 2nd, 2018 after a CT scan showed resolution of the abscess. Nine days later she awoke with purulent drainage from her drain site. A repeat CT scan showed a recurrent fluid collection measuring 4.6x3.1x2.6.¿ records dated (B)(6)2018 state: ¿the patient was admitted and placed on IV antibiotics. Hospitalist was consulted to assist with diabetes management. Lnterventional radiology was consulted. They were able to successfully place an abscess drain on 1 /12/18. The patient remained on IV antibiotics over the weekend. Physical therapy was consulted during her stay. By 1 /15/18 the patient was felt to have met maximum acute care benefit and was discharged home.¿ CT abdomen/pelvis dated (B)(6)2018 states ¿impression: impression: recurrent fluid collection in the right lateral anterior abdominal wall adjacent to hernia mesh. The collection measures 4.6 x 3.1 x 2.6 cm. Large ventral hernia.¿ medical records dated (B)(6)2018 indicate patient was seen as outpatient for ¿peritoneal abscess.¿ CT abdomen/pelvis dated (B)(6)2018 states: ¿impression: percutaneous drainage catheter within the right ventral abdominal wall with resolution of the previous abdominal wall fluid collection.¿ medical records dated (B)(6)2018 indicate the patient was seen for ¿cutaneous abscess of abdominal wall.¿ CT abdomen/pelvis states: ¿impression: 1. Anterior abdominal wall abscess containing a drainage catheter. There is been no change in the appearance of this since the prior study.¿ ¿ large anterior abdominal wall hernia seen in the region of the pelvis with no significant change since the prior study. Large and small bowel loops are located within the hernia sac.¿ medical records dated (B)(6)2018 state: ¿diagnosis: surgical wound, nonhealing¿¿ ¿at this time of discussed a excision of the wound in the hopes of trying to get this area to heal. We discussed the possibility of placement of wound vac. We also discussed the possibility of having to remove mesh. The patient is very concerned about having a large surgery done. Again she is very apprehensive about having surgery at all. At this point the patient has agreed to undergo a local excision of the nonhealing wound.¿ operative records dated (B)(6)2018 indicate the patient underwent excision of nonhealing surgical wound on abdominal wall. An placement of wound vac. The records state ¿this is a 69-year-old female that has had multiple mesh infections in the past. She has had removal of a large portion of mesh from her abdominal wall in the past. At this point the patient has had a previous collection drained multiple times. The wound had will not heal from which the percutaneous drain was placed. At this point the patient wants as limited a surgery as possible.¿ operative records dated (B)(6)2018 state: ¿the nonhealing wound was then elliptically excised. This was taken down to scar tissue. There was a prolene stitch within the abscess cavity. I was unable to visualize mesh. The cavity was rather small. The area was cultured. The wound was then irrigated with normal saline. A wound vac was then applied in the usual fashion.¿ cuture report dated (B)(6)2018 for specimen obtained (B)(6) 2018 states: ¿specimen wound, soft tissue. Culture-no aerobic or anaerobic growth recovered. Gram stain-few wbc¿s observed, no organisms seen.¿ surgical pathology report dated (B)(6)2018 for specimen collected (B)(6)2018 states: specimen/site-abdominal wall tissue. ¿gross description: received a container of formalin labeled ¿[patient name], abdominal wall tissue¿ ¿received in the container is an irregularly shaped piece of skin with subjacent adipose tissue having overall dimensions of 3.7 x 26 x 1.7cm. The skin surface is white to tan and wrinkled with no prominent lesions or ulcerations grossly noted. The surgical margin is marked with india ink. Cut surfaces reveal dense white fibrous tissue and grossly unremarkable yellow lobulated adipose tissue. Representative sections are submitted in cassettes a1 and a2.¿ ¿mircroscopic description: microscopic examination performed.¿ medical records dated (B)(6)2018 indicate patient was seen for initial evaluation of abdominal wound, vac in place.¿ the records state: presents for evaluation of wound. The patient is experiencing significant pain, described as: severity: mild.¿ ¿she has h h currently helping with vac changes. She reports minimal output into her collection chamber.¿ medical records dated (B)(6)2018 indicate the patient was seen for ¿reevaluaton of abdominal wound¿ ¿pt here for follow up. She has been wearing her wound vac without difficulty. Her wound is much improved in size and depth today. Wound bed appears to be healthy granulation tissue. Her periwound is very irritated today. She reports having trouble with most adhesives. Today she has an area in a different location- at the top of her old incision that she says in the past it has never fully healed and from time to time it would scab. Today this area is open with boggy tissue beneath.¿ records dated (B)(6) 2018 state: ¿physical exam: open abdominal surgical site to the right of her large scar. Wound bed is healthy appearing granulation and base is reasonably firm with good improvement in depth. She has signif [sic] periwound irritation so we will place the vac on hold this week to give her skin a break. If she continues to do well she may not have to have it replaced. If not we will replace next week. At the proximal end of her incision she has a round q-tip sized opening that is filled with some stringy devitalized tissue. Depth appears to be minimal although we did not probe. Will treat devitalized tissue with silver nitrate.¿ medical records dated (B)(6)2018 indicate patient was seen for ¿abdominal wound¿. The records state: ¿pt here for follow up. Her wound vac was placed on hold last week. We will discontinue today. Her periwound irritation has improved since we have stopped the vac last week today she has a bit of slough present to wound bed. Wound measures improved.¿ medical records dated (B)(6)2018 state: ¿second wound area at the top of her old incision [sic]( most cephalad) that she says in the past it has never fully healed and from time to time it would scab. Last week the area was open with boggy stringy tissue beneath. This is much improved in size, continues to have a bit of yellow stringy tissue present. Will treat with silver nitrate again this week.¿ records dated (B)(6)2018 state: ¿physical exam: open abdominal surgical site to the right of her large scar. Wound bed is healthy appearing granulation and base is reasonably firm with good improvement in depth. Periwound irritation has resolved. Wound bed with small amount of slough present which will require sharp debridement today. At the proximal end of her incision she has a round opening that is filled with some stringy devitalized tissue. Improved in size this week. Depth appears to be minimal although we did not probe.¿ medical records dated (B)(6)2018 indicate the patient was seen for ¿reevaluation of abdominal ulcer.¿ the records state: ¿the incisional wound has fully healed today - no drainage, no tenderness. Second wound area at the top of her old incision [sic]( most cephalad) that she says in the past it has never fully healed and from time to time it would scab. Today this is smaller in size with small amount of moist slough present. Dry scab in place initially with moist slough beneath.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records for ¿emergency umbilicafl hernia repair¿ were not provided. (B)(6) 2005: history & physical. Chief complaint: abdominal pain, abd pain vomiting. Hpi: abdominal pain is diffuse. Pain severe, nausea, vomiting, diarrhea. Recently dx irritable bowel syndrome. Cannot get comfortable. Began when sitting. Nothing worsens or improves symptoms. No prior history of similar problem. Past surgical history: hernia repair (umbilical), gallbladder removal, tubal ligation. Social history: no tobacco. General appearance: mild discomfort from pain. Abdomen: normal bs, soft, moderate-severe tenderness in abdomen. Very large abdomen. Obese. Data reviewed: could be gastroparesis. Admitted for observation. Talk with dr. (B)(6) on call for pcp. X-rays are unreadable due to patient¿s large pannus. Chem panel: glucose high. No dx of diabetes however patient not eaten today, blood glucose of 145. (B)(6) 2005: radiology¿acute abdomen including chest. Chest unremarkable. Abdomen reveals intestinal gas pattern unremarkable. No evidence mechanical bowel obstruction seen. Metallic clips pelvis from previous surgery. No abnormal density identified. Conclusion: acute abdomen unremarkable. (B)(6) 2005: radiology¿CT abdomen/pelvis with contrast. History: abdominal pain. Conclusion: scan difficult to evaluate due to massive abdominal girth, creates noisy scan, difficult to interpret at level of maximal girth. Scout images suggest mechanical small bowel obstructive pattern. Likely source is large ventral hernia, multiple bowel loops within it. Diffuse fatty infiltration of liver. Granulomatous calcifications within spleen. Previous cholecystectomy. (B)(6) 2005: history & physical. Cc: abdominal pain. History of present illness: history of of diffuse abdominal pain. Began sunday, progressively worsened. Developed nausea, vomiting, diarrhea. Admitted evaluation and treatment. Past medical history: hiatal hernia, gastroesophageal reflux disease, irritable bowel syndrome. Past surgical history: repair of umbilical hernia, cholecystectomy, bilateral tubal ligation. Exam: abdomen: soft, obese, diffusely tender, bowel sounds decreased. Liver, kidneys, spleen nonpalpable. CT of abdomen and pelvis suggested small bowel obstruction on basis of large ventral hernia, contains multiple loops of bowel. Fatty infiltration of liver. Granulomatous calcifications seen in spleen, previous cholecystectomy. Assessment: small bowel obstruction. Large ventral abdominal hernia. Hiatal hernia and gastroesophageal reflux disease. Plan: admitted evaluation and treatment. Surgery consulted. (B)(6) 2005: pathology report. Specimens: hernia sac. Clinical history: ventral hernia. Diagnosis hernia sac: scarred fibrofatty tissue compatible with clinical history of ventral hernia. Gross description: hernia sac: received are 5 irregular pieces of tan fibromembranous tissue and yellow adipose tissue measuring 19.3 x 17.2 x 2.3 cm in aggregate dimensions. Multiple sections reveal no mass. Representative sections are submitted in cassettes a1 and a2. (B)(6) 2005: discharge summary. Discharge diagnosis: small bowel obstruction. Procedure: ventral incisional herniorrhaphy and hernia repair using permacol mesh. Discharge instructions: avoid constipation and straining. Avoid strenuous exercise, no bending, straining, heavy lifting until okay by surgeon. Instructed in wound care. Hpi: presented to emergency room complaints of diffuse abdominal pain. Begun couple days previously, progressively worsened. Developed nausea, vomiting, diarrhea. Evaluated with CT scan, noted large ventral abdominal hernia as well as evidence of small bowel obstruction. Hospital course: admitted evaluation and treatment. Surgery performed. Postoperatively, nausea otherwise uneventful. Discharged home. (B)(6) 2006: emergency room visit. Chief complaint: abd pain. History of present illness: complains of 12 hrs. Mild cramping, pain in abdomen, non-radiating, now improved. Symptoms began when lifting. Direct pressure worsens symptoms. Resting improves symptoms. Has had multiple similar episodes during past years. + nausea. Past surgical history: hernia repair (inguinal) x2. General appearance: obese, no acute distress or obvious discomfort. Abdomen: ventral hernia, normal bs, soft, no abd tenderness, abd masses. Pcp follow up in am. (B)(6) 2006: radiology¿abdomen-acute series. Indication: abd pain. Findings: air within loops, nondilated large bowel and paucity of air in small bowel, nonspecific bowel gas pattern. Conclusion: no acute findings. Nonspecific bowel gas pattern. (B)(6) 2006: radiology¿CT abdomen/pelvis with contrast. History of present illness: abdominal pain, wbc 9,500. Conclusion: morbid obesity results in severe beam hardening of images, particularly images through pelvis. Diffuse fatty infiltration of liver. Small hiatal hernia. Small, midline ventral hernia in epigastrium at level of left lobe of liver. 3.7 cm wide defect in linea alba. Small ventral hernia in epigastrium contains omentum and/or adipose tissue. Large, wide neck supraumbilical midline ventral hernia multiple opacified loops of small bowel not appear incarcerated at this time. No evidence of mechanical bowel obstruction, ileus, appendicitis, free intraperitoneal air, or ascites. (B)(6) 2006: emergency room visit. Chief complaint: abdominal pain, bowel hernia. History of present illness: history of abdominal wall hernias, two-day history of periumbilical abdominal pain. Told by dr. (B)(6) needed surgery for hernias several months back. Hernia repair with mesh previously per dr. (B)(6)had come loose. Surgery postponed father was ill. Vomiting blood tinged yellow emesis. Positive bowel movements and passing gas. Review of symptoms: positive decreased appetite, nausea, vomiting. Past medical history: ¿umbilical and bowel hernia.¿ past surgical history: gallbladder removal, naval hernia, bowel hernia surgery/binder. General appearance: well nourished, acute distress from pain, mild-moderate discomfort from pain. Exam: abdomen: normal bs, soft, moderate tenderness in parumbilical [sic] area that reproduces pain. Data reviewed: cat scan abdomen and pelvis: large bottleneck ventral hernia without incarceration. Md note: case discussed with john a. Johnson iii; general surgery agrees with assessment and plan, follow up dr. (B)(6), wednesday, as outpatient. (B)(6) 2006: radiology¿CT abdomen/pelvis with contrast. Clinical information: bowel hernia. Clinical history: ventral hernia. Rule out bowel obstruction. Conclusion: morbid obesity results in severe beam hardening of images, particularly images through pelvis. Small hiatal hernia. Small, midline ventral hernia in epigastrium, at level of left lobe of liver, contains only omentum and/or adipose tissue, no bowel loops. Large, wide neck supraumbilical midline ventral hernia containing multiple opacified loops of small bowel do not appear incarcerated in supine position. However, such a large ventral hernia potential to incarcerate with sitting or standing positions. No evidence of mechanical bowel obstruction identified in supine position. Recommendation surgical consultation further assessment large supraumbilical midline ventral hernia. (B)(6) 2007: office note. Chief complaint: recurrent hernia. Referred: dr. (B)(6), dr. (B)(6) wt 266.4 lb. History of present illness: trying to lose weight so can get ventral hernia repaired. Did weigh 329 at one point, 300 is high weight since we have known her. Had incarcerated hernia twice, repaired last time permacol mesh but didn¿t do our best job, incarcerated with bowel out the wound, needs elective repair with large piece of mesh. Reducible tender hernia in umbilical and supraumbilical area. Huge panniculus and protrusion of abdominal wall based on obesity for many years. Well-healed right upper quadrant incision, tubal ligation incision where whole problem began. Don¿t think any hernia out in panniculus. Never had surgery in that area, hopeful no extension of hernia into that area. Psh: tubal ligation, cholecystectomy, periumbilical hernia repair times two with last one using permacol mesh. Exam: abdomen: no masses or tenderness. Protrusion of abdomen and panniculus, as far as hernia, I think it¿s confined to periumbilical area. Impression: periumbilical hernia, recurrent. Needs laparoscopic repair with large piece of mesh. Discussed procedure, risks, benefits. Will lose more weight for us first. (B)(6) 2007: emergency room visit. Chief complaint: abdominal pain, back pain. History of present illness: complains of 4 hrs moderate-severe, dull, constant pain lower abdomen; non-radiating; relates to recurrent abdominal wall hernias, chronically. Saw dr. (B)(6)today, surgery scheduled for repair two weeks. Tonight, after supper she laid down, pain began to intensify, has not relented as usually does when lies recumbent. Multiple similar episodes during past. Lbm [last bowel movement] yesterday. Review of symptoms: positive nausea, vomiting. Past medical history: bowel hernia, naval hernia. General appearance: very overweight, no acute distress, obvious moderate discomfort from pain. Abdomen: normal bs, soft, moderate tenderness lower abdomen over hernias, 4 cm palpable hernia unable to reduce. Md note: after IV analgesia, midline ventral abdominal hernia reduced without difficulty. Abdomen diffusely sore, nothing localized now. (B)(6) 2007: pathology report. Specimens received: hernia sac. Clinical history: ventral hernia. Diagnosis: soft tissue, hernia sac, repair: 1. Mesothelial lined benign fibroadipose tissue consistent with hernia sac. 2. Ventral hernia, clinical. Description hernia sac: received piece of tan fibromembranous tissue with attached yellow adipose tissue measuring 38.1 x 10.2 x 2.1 cm in maximum dimensions. Multiple sections reveal no mass. Representative sections are submitted in cassettes a1 and a2. Microscopic examination performed. (B)(6) 2007: discharge summary. Discharge diagnosis: ventral incisional hernia, recurrent x 2 with porcine dermis mesh placed in last emergency hernia repair. Multi-defect hernia in periumbilical region. Hernia in epigastrium at medial portion of old open gallbladder incision. Extensive adhesions of bowel. Procedure: ventral incisional hernia repair open, avoided laparoscopic technique, two hours lysis of adhesions. Hospital course: to operating room, general anesthesia underwent ventral incisional hernia repair, open, aborted laparoscopic, 2 hours of lysis of adhesions. Postoperatively, slow progress. Remained afebrile. Second postop day not passing flatus, but out of bed. Third postop day, did pass flatus, diet advanced liquids. Fourth postop day, afebrile. Abdomen soft. Having bowel movements. Jp output serous. Tolerating liquids, advanced to soft diet. Fifth postop day, doing well. Up with assistance. Incision healing without inflammation or infection. Instructed how to empty jp drain, recompress for suction. Discharge instructions: return appointment dr. (B)(6) (B)(6) 2007. May sponge bathe. Pathology report showed ventral hernia. Diagnosis: soft tissue, hernia sac, repair. Mesothelial-lined benign fibroadipose tissue consistent with hernia sac. Ventral hernia, clinical. Disposition: discharged home, stable. (B)(6) 2008: emergency room visit. Chief complaint: abdominal pain. History of present illness: complains of nausea, vomiting started 0400, getting worse. Unable to hold anything. Pain all across abd. Denies sick contacts. Not eaten anything today. Pain is diffuse and was constant, but started waxing and waning. Not hurting at time of interview. Nothing worsens, improves pain. Past medical history: bowel hernia; umbilical hernia. Past surgical history: hernia repair, hernia repair (umbilical). Exam: abdomen: normal bs, soft, mild tenderness in diffuse abdomen reproduces pain, no abd masses. (B)(6) 2008: radiology¿abdomen two views, upright and supine. Chief complaint: abd pain. No free air is evident. Bowel gas pattern unremarkable. Conclusion: negative and nonspecific abdomen. (B)(6) 2008: history & physical. Subjective: evaluation of nausea, vomiting, diarrhea. Severe abdominal pain right side. To ER on (B)(6) 2008 for gastroenteritis, dehydration. Sent home with phenergan, did not improve. To clinic on (B)(6) 2008, mild dehydration, nausea. Continue outpatient treatment with clear liquids. (B)(6) 2008, having diarrhea, vomiting again, continued even though using phenergan and clear liquids. Emesis now brownish in nature. Abdominal pain continues. Past medical history: gi history: hernia, hiatal hernia, umbilical, irritable bowel syndrome. Wt 282 lbs. Abdomen: tenderness in right upper quadrant, bowel sounds normal. Assessment: nonspecific abdominal pain. Nausea, vomiting. Possible hematochezia. Clinically, condition worsening. Plan: admitted to hospital for IV hydration and observation. (B)(6) 2008: radiology¿x-ray abdomen acute series. Cc: nausea, vomiting, diarrhea, abdominal pain. Patient very obese; this limits exam. Some air fluid levels, moderately distended small bowel in mid abdomen present. Some colon gas noted. Stomach not distended. Lungs clear. Conclusion: evidence could represent at least partial small bowel obstruction. (B)(6) 2008: discharge summary. Admitting diagnosis: nonspecific abdominal pain. Nausea and vomiting. Discharge diagnosis: gastroenteritis with dehydration. Nonspecific abdominal pain. Irritable bowel syndrome. Discharge instructions: soft bland diet, advance as tolerated. Activity as tolerated. F/u clinic 1-2 weeks. History: presented to clinic (B)(6) 2008, complained of nausea, vomiting, abdominal pain. Severe right sided lower abdominal pain. Seen in emergency room (B)(6) 2008 for gastroenteritis and dehydration. Treated with phenergan, failed to improve. Seen in clinic (B)(6) 2008, continued symptoms. Soon afterwards, developed diarrhea. Returned to clinic (B)(6) 2008, continued symptoms, worsening abdominal pain. Admitted further evaluation. Exam: abdomen soft, tender right lower quadrant, bowel sounds present. Hospital course: admitted, IV fluids. Stools studies obtained including stool wbc, c. Difficile toxin and culture. Gi symptoms treated symptomatically. Stool studies negative. IV fluids and symptomatic treatment, symptoms improved. On (B)(6) 2008, continuing pain right lower quadrant. Seemed to be improving. Diet advanced. On (B)(6) 2008, much improved, ready go home. Minimal abdominal pain, tolerating full liquids. Stable discharged home. (B)(6) 2008: procedure note. Preop diagnosis: left lower quadrant pain, etiology not known, pain is chronic problem, recent diarrhea, vomiting much improved; diarrhea not completely resolved. Postop diagnosis: normal colonoscopy. 5-cm hiatal hernia with moderate gastritis. Procedure: total colonoscopy and esophagogastroduodenoscopy with biopsy for the clo test (helicobacter pylori). Description of procedure: olympus video upper endoscope passed into esophagus, stomach, and duodenum. Esophagus free of tumors, ulcers, varices, or esophagitis. Squamocolumnar junction line intact. Eg junction opened and a 5-cm hiatal hernia. Not on proton pump inhibitor or other antacid agent to my knowledge and yet distal portion of esophagus appears unremarkable despite opportunity for reflux. Stomach free of tumors, ulcers, or varices, but diffuse gastritis may have been a little atrophic in nature. Erythema on gastric wall in distal half and possibly atrophy of rugal fold. Pylorus pliable and scope passed into normal appearing duodenal bulb and loop. Endoscope withdrawn into stomach and retroflexed. Eg junction, lesser curve, and cardia visualized from below. Hiatal hernia visualized, scope straightened, took prepyloric biopsy for helicobacter pylori. Stomach desufflated, scope withdrawn as inspection continued. Digital anorectal examination and anal inspection unremarkable. No fissures, fistula or masses. Videocolonoscope passed from anus to cecum under direct visualization. Bowel inspected upon insertion withdrawal. Did have to place on her back and provide abdominal palpation for complete intubation of cecum. No neoplasms or other tumors. No other arteriovenous malformations. No colitis. Did not see any significant diverticulosis. Bowel desufflated upon withdrawal. Not found recent [sic] for abdominal pain nor for gastroenteritis symptoms. Will be checking clo test for helicobacter pylori. If lower abdominal pain persists, CT maybe in order. (B)(6) 2008: radiology¿CT of the abdomen/pelvis with and without contrast. Chief complaint: abd pain, nausea, vomiting. Conclusion: mid-small bowel obstruction, secondary to incarceration of loop of small bowel lateral to left inferior edge of periumbilical ventral hernia repair mesh. Small ventral hernias containing omental fat and non-obstructed small bowel. Large gastric hiatal hernia. (B)(6) 2008: office note. Subjective: abdominal pain. CT abdomen this am showed small incarcerated hernia on left side of mesh with moderate small bowel obstruction. Symptoms started one month ago. Got better then symptoms returned have been intermittent. Wt. 278 lbs. Morbidly obese. Abdomen: bowel sounds hyperactive. Assessment: small bowel obstruction. Incisional hernia. Plan: admitted for surgical consultation. (B)(6) 2008: consultation. Reason for consultation: incarcerated hernia. Summary: multiple operations in past, CT done for abdominal pain, nausea, vomiting, appears to have incarcerated hernia. Exam: abdomen; gurgling, not reduce easily, tend to pop back out, but does reduce. Multiple other defects as well. Impression: incisional hernia tendency to incarcerate. Plan: admit and observe. Likely end up doing laparotomy near future. (B)(6) 2008: discharge summary. Primary diagnosis: incisional hernia tendency to incarcerate. Additional diagnosis: hiatal hernia, bmi 47.8. Condition on discharge: improved. Follow-up dr. (B)(6), planned incisional hernia repair. Discharge home. Diet as tolerated, no heavy lifting. (B)(6) 2008: implant record. Mesh ventralex hernia patch med 6.4 x 6.4. Body site: abdomen midline. Manufacturer: amy [sic] [bard]. (B)(6) 2008: pathology report. Specimens received: hernia sac. Clinical history: ventral hernia. Diagnosis: hernia sac, repair: benign fibroadipose tissue consistent with a ventral hernia sac. Description hernia sac: specimen is received in a container of formalin labeled, carolyn yvonne tramel, hernia sac. Specimen consists of a segment of red-tan fibromembranous tissue, which measures 5.2 x 1.5 x 0.5 cm. Specimen is multiply transected. There is no mass noted. Representative sections are submitted in a single cassette. Microscopic examination performed. (B)(6) 2008: discharge summary. Diagnosis: ventral hernia-recurrent. Additional diagnosis: other: ventral hernia repair in past. Partial sm. Bowel obstruction. Procedure: ventral hernia repair with ventralex prosthesis. Condition on discharge: stable. Follow-up dr. (B)(6) 1 week. Discharge home; diet as tolerated; no heavy lifting; ok to shower. (B)(6) 2008: emergency room visit. Hpi: hernia surgery 3 weeks ago. This morning felt like she had water on her pants in the area of the wound. Clear drainage from wound. No bleeding, pain, no wound disruption. Exam: abdomen; normal bs, soft, no tenderness. Lower abdomen has 10 cm horizontal linear incision, appears to be healing normally. 1 cm area mild drainage, clear fluid. Will bandage wound. Rx keflex. F/u dr. (B)(6) [sic] in 2 days. (B)(6) 2012: wound healing office note. History: evaluation open wound, large red nodule mid abdomen two weeks ago, started draining. Abdominal pain. No fever. Currently on bactrim. Increased pain with movement. Copious amounts of drainage, worsened last day. Good po intake. Denies changes bowel habits. Exam: wt 143kg, bmi 54.2. Abdomen; mild to moderate tenderness mid abdomen and surgical incisions. Wound in middle of abdomen length, width and depth of 0.8 cm x 1.1 cm x 0.4 cm. Undermining of 0.3 cm from 12 to 3:00 o¿clock and 4 cm at 4:00 o¿clock. Large amount of purulent drainage, feculent odor. Hard area tender in area of opening about 15 cm x 15 cm. No guarding or rebound. Positive bowel sounds. Impression: open wound to abdomen, purulent drainage and feculent odor. Plan: admission to hospital. Needs evaluated for development of fistula or abscess, likely causing drainage. Case more complex with history of mesh implantation. Advised to stop bactrim, has sulfa allergy. (B)(6) 2012: history & physical. Hpi: referred from wound clinic for abdominal abscess wound with drainage. Concerned patient had bowel cutaneous fistula. Developed a week ago. Episodes of coughing, following coughing developed outpouching of abdominal wall. Developed drainage from opening in abdominal wall gray to brown in color, foul smelling. Large amount that came out, enough that it fell to floor. Reports slimy and sticky. Continued drainage from opening. Reports opening in abdominal wall was initially dime size and thinks it decreased in size over past week. No fever or abdominal pain. Mild nausea. Saw dr. (B)(6)the day this started a week ago, started on bactrim. Has sulfa allergy taken bactrim for past week without side effect. Recently dx diabetes mellitus type 2. Exam: abdomen; soft, dressing below umbilicus. Opening mid lower abdomen midline without erythema, firmness to area with brown stool drainage on dressing. Impression: findings worsen for cutaneous fistula at previous ventral hernia site versus development of abdominal wall abscess. Plan: obtain cultures of blood and wound drainage, place on antibiotics, flagyl, vancomycin. Obtain CT of chest. Surgery review for possibility of fistula. Records for ¿cultures of blood and wound drainage¿ were not provided. (B)(6) 2012: radiology¿CT abdomen/pelvis w contrast. History: abdominal wall abscess versus fistula. Findings: calcifications in spleen, prior granulomatous disease. Small hiatal hernia. Postsurgical changes involving anterior abdominal wall with previous placement of anterior abdominal wall mesh for hernia repair. 7.5 x 4.8 x 12.0 cm fluid collection of subcutaneous fat of anterior abdominal wall immediately anterior to mesh compatible with an abscess. Inferior aspect of fluid collection, soft tissue stranding, questionable extension to skin surface. Correlation for direct drainage of inferior aspect of fluid collection recommended. Recurrent anterior abdominal wall hernia present at inferior left lateral aspect of the mesh. Herniated small bowel loops present in residual hernia. Bowel loops normal in caliber, opacified with oral contrast. No extravasation of oral contrast into anterior abdominal wall fluid collection identified. Impression: large anterior abdominal wall fluid collection with air-fluid level most consistent with anterior abdominal wall abscess adjacent to previous mesh. Question of extension of fluid collection to skin surface at its inferior aspect. Recurrent anterior abdominal wall hernia with herniated small bowel loops inferolateral to the mesh. No bowel obstruction identified. (B)(6) 2012: consultation notes. Reason for request: abdominal abscess versus abdominal fistula. Chief complaint: ¿I started draining from this spot about a week ago.¿ history: admitted to st. Bernards by dr. (B)(6). Transferred by dr. (B)(6) for ¿abdominal abscess with drainage.¿ drainage from midabdominal wall. Feeling bad for several months. Foul-smelling drainage, gray to brown, slimy, sticky. Continued drainage past week. Opening initially dime size, patient said it looks smaller, but approximately same size. Denies fever, abdominal pain. Mild nausea. Started bactrim a week ago. CT of abdomen and pelvis done, reviewed. Anterior abdominal wall fluid collection with air fluid level communicating with opening and spontaneous drainage. Underlying has prosthetic mesh, placed last ventral hernia repair. Recurrent anterior abdominal wall hernia some herniated nonobstructed bowel loops inferolateral to mesh, no suggestion of enterocutaneous fistula. White count 32,000. Past surgical history: dr. (B)(6) and dr. (B)(6) done last three surgeries and put in the hernia repair prosthetic visible on CT. Five years ago, last surgery. Review of symptoms: nausea. Persistent drainage past week from spontaneously drained abscess. 2-cm opening in midabdomen with purulent drainage. Does not appear to be consistent with enterocutaneous fistula. Exam: wt 316 lbs. Abdomen; obese, gauze bandage midabdomen. Removed, examined underlying abdomen. Erythema over abdominal wall, appears to be from adhesive from bandages. Opening in midabdomen, foul-smelling drainage. Firmness midabdomen for inflammatory reaction. Assessment: infection has spontaneously drained approximately a week ago. Related to underlying ventral hernia prosthetic. Concern about whether enterocutaneous fistula, but I do not think that is what this represents. Explained significance of prosthetic infection will need to be removed will require at least one, perhaps more than one, operation. Recommended transferred back to dr. (B)(6) and dr. (B)(6) who done procedures, she wants to do that. (B)(6) 2012: discharge summary. Hpi: developed abdominal swelling, purulent drainage from abdominal wall. On bactrim orally a week prior. Hospital course: CT abdomen done, no fistula, shows 7.5 cm x 4.84 cm x 12 cm air/fluid field mass in anterior abdomen, anterior to mesh. Cultured, started on flagyl, vancomycin. Wbc on admission was 13,000. Afebrile. Surgical consult dr. (B)(6). Noted drainage of abscess, will likely require surgery with mesh retrieval for abscess to heal. Under care of dr. (B)(6) and dr. (B)(6), requested transfer to their care at nea baptist today. Discussed transfer with dr. (B)(6) and dr. (B)(6) service. Transferred for surgical consultation, continue antibiotics. Records from ¿dr. (B)(6) at nea baptist for surgical consult for mesh retrieval for abscess¿ was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code 2 for sterilization evaluation. Conclusion code remains unchanged.